Event description:
It was reported that the nozzle disengages from the handpiece. Nothing fell into the patient. The event occurred during surgery. The product will not be returned. There was no harm to the patient, and a delay of 2-3 min to get a new device.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Device is used for treatment. The root cause of the reported issue is attributed to the tip lock thickness being at the low end of specification. The event cannot be confirmed.

Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that during the procedure the nozzle kept disconnecting due to the vibration. Defect in device. There was no harm or delay. No further information provided. No adverse event was reported as a result of this malfunction.